Manufacturer narrative:
Failure analysis noted that the pump had no button response due to moisture damage on the electronic assembly. There was no moisture damage found on the motor assembly. They were unable to perform the prime/ compromised force sensor system alarm test due to no button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 181 mg/dl at the time of incident. The customer stated that the pump got wet a few days ago. The pump turned on and went to the time/date setting. The act and esc buttons did not work. The customer used injections to treat. The customer stated that the pump alarmed compromised force sensor system while trying to access the pump history. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.